Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened buttons dome switch. The pump had cracked case at display window corner, minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported of a button error from the insulin pump. The customer stated that there is little response from her keypad. The customer stated that every time there is an alarm, she cannot clear it. The customer will be sent a replacement pump.